Event description:
Unexpected death, outpatient for ivc filter removal; patient was worked up and moved into room 2 for the removal. She was prepped and medicated according to ir guidelines. The filter was removed successfully by md. He asked the pt, if she would like to keep the filter to show to her family and she responded, no. Md asked her if he could show it to her family and she did not respond. We tried to arouse her and get a response, then immediately called a code while we began CPR. Suspect large embolus poss inside filter.